Event description:
It was reported by sales consultant: a scheduled surgery was performed on (B)(6) 2013 for the treatment of a non-union at the fracture site synthes nail, end cap, and three locking screws were removed uneventfully. This report is for an unknown ¿ locking screw. This is 3 of 5 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.